Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture of unknown side. The device remains implanted.

Manufacturer narrative:
Clarification to a.2. Date of birth: (B)(6). Continued e.1. Phone number: (B)(6). Continued e.1. Email address: (B)(6). Continued e.1. Facility name: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, a6, b2, b3, b5, b6, d1, d2, d4, d6a, e1, g4, h4, h6 the event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: (B)(6).

Event description:
Healthcare professional reported left side rupture, "implant sliding down, less palpable in upper pole, rippling palpable on external pole plus down, usg (ultrasound scan) - positive (fluid)". The device remains implanted.